Manufacturer narrative:
Findings/action taken: ac/dc checks "good." When recorder turned on. Pump stopped pumping then would start back up. There is no printout. Replaced recorder. Performed functional checks- passed. Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by field service report: symptom: stopped pumping, then would start pumping. Recorder not working.